Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During investigation, the reported issue was confirmed. The sbc identified, the following issues: 1. The image was blurry. 2. The pin of the device was missing. 3. The outer tube was bent. A manufacturing and quality control review was performed, for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Manufacturer narrative:
The customer's complaint for image problem was confirmed; the lens was damaged. The following non-reportable malfunction was found during the device evaluation: the outer tube was bent due to improper handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus there was an image problem on their telescope device. The event was found during reprocessing prior to an unspecified diagnostic procedure. The facility finished the procedure with the same device. There was no injury or harm reported to olympus; the patient was not under sedation. The device was then returned to olympus for inspection where the pin on the main body of the device was found missing. This report is being submitted for the malfunction found during device evaluation.